Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately seven months ago. The aneurysm diameters at the time of implant and currently were not reported. The vessel morphology at the time of implant was reported as there was moderate tortuosity and moderate calcification in the iliac arteries. The patient had a focal stenosis at the origin of the left common iliac artery with severe calcification in this focal area. The patient presented approximately two months ago to the physician with pain. The patient had a CT performed and at that time it appeared as there was occlusion. The patient was scheduled for an angiogram and thrombectomy; however, the physician was unable to gain access to perform the thrombectomy. The patient was brought back for a secondary intervention. The patient had chronic thrombosis within the stent graft which was just proximal to the flow divider of the bifurcated stent graft down to end of the contralateral iliac limb. The physician first inserted and inflated a 10 mm balloon and modeled the entire length of the thrombosis/stent grafts. An angiojet was used to clear more thrombosis. The physician then implanted a 16x16x124 endurant iliac limb left. An angiogram was performed and the 16x16x124 iliac limb thrombosis all the way to the common femoral artery. The physician implanted a 16x16x93 endurant iliac limb on the right side and 16x16x82 on the left to perform kissing stents. This was done in the belief that this would open up the left contralateral side. Then there was kissing reliant balloons all the way down the limbs. Another angiogram was performed but there was still some occlusion in the left side near the common femoral artery. Angiojet was performed, but there was still some occlusion, an over the wire fogarty was performed and this reduced the occlusion in the stent graft. Ivus was used in the left limbs and it revealed that there was stenosis so the physician implanted a 9x58 stent inside of the 16x16x124. There was clot distally in the native origin of the external iliac artery and the physician implanted a 10x100 bare metal stent. Final angiogram revealed that there was good flow. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (occlusion), (unknown cause of event). Evaluation, conclusion: (unknown cause of event).